Manufacturer narrative:
No product problem detected. Between insertion post and implant organic residues were found. The insertion post is massive damaged. This suggests the use of non-system tools. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant.